Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing record evaluation was performed for the finished device and identified an ncr related to the reported incident. The final quality release criteria were met before this batch was released for distribution. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. During the visual inspection of the samples, all the packets were opened. Three sutures cannot be dispensed since the suture had begun with the degradation process. The foils of the three samples were inspected and it was noted that has a complete channel/bridge on the seal area which is compromising the sterile barrier of the packets. In the remaining packets no anomalies or open seals were noted related to the alleged complaint. Based on the information currently available, open seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related reports: manufacturing report # 2210968-2024-02129.

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2024 and a barbed suture was used. Prior to use, couple sutures broke. Tech stated that upon touching the suture it would crumble and fall apart. Another device was used to complete the surgery. No adverse patient consequences were reported. Open seal was identified during the investigation of the sample received. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.